Manufacturer narrative:
There is an indication of an MDR report being required for this complaint. It was reported that a patient was implanted with a prodisc l at level l4-5 on (B)(6) 2024. The patient had difficult anatomy and the implant was undersized, additionally a tdr at level l5-s1 was skipped due to the anatomy. Approximately a month and a half after implantation the patient experienced a traumatic fall and this caused the inferior endplate to subside into the inferior vertebral body. Patient is having new leg pain since the fall occurred. Surgeon plans to revise the patient and add posterior fusion at l4-5 and l5-s1. The date of revision was not provided. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits of the surgery outweigh the risks. A device evaluation could not be completed as the pdl device remains implanted within the patient. The revision is to be completed due to implant subsidence. The implant subsidence was caused by patient trauma. The submission is 1 of 3 devices involved in this event.

Event description:
Patient was implanted with a prodisc l at level l4-5 on (B)(6) 2024. The patient had difficult anatomy and the implant was undersized, additionally a tdr at level l5-s1 was skipped due to the anatomy. Approximately a month and a half after implantation the patient experienced a traumatic fall and this caused the inferior endplate to subside into the inferior vertebral body. Patient is having new leg pain since the fall occurred. Surgeon plans to revise the patient and add posterior fusion at l4-5 and l5-s1. The date of revision was not provided.